Event description:
The customer reported that insulin squirted out during the manual prime, and the insulin pump alarmed. Troubleshooting was performed. The caller also mentioned that the device stuck on the rewind/bolus delivery loop. The blood glucose reading was 260mg/dl. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device had a severely scratched display window.